Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion, exhibiting 100% stenosis, was located in a non-tortuous and mildly calcified central vein. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation at 10 atmospheres, the balloon ruptured before reaching its nominal burst pressure (nbp). The procedure was completed with another of same device. There were no patient complications as a result of this event.